Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2026, the patient experienced an unspecified cgm sensor error followed by a significant hyperglycemic event. At approximately 4:00 a.m., the patient attempted to eat breakfast but was unable to tolerate food due to persistent vomiting, profound weakness, and episodes of incoherence. During this time, the patient¿s cgm displayed an ¿orange screen¿ indicating an alert condition, though the patient could not recall the specific alert message. The patient attempted to manage symptoms by drinking water; however, their condition continued to worsen. By the following day, due to the progression of symptoms, the patient¿s spouse transported them to the hospital for evaluation. No fingerstick blood glucose test had been performed prior to arrival. Upon admission, a bg meter test was completed, revealing a glucose level of 800 mg/dl. The corresponding cgm reading at this time was not known. The patient was assessed to be in diabetic ketoacidosis (dka) and was treated with intravenous fluids and saline. At the time the event was reported, approximately two days later, the patient remained hospitalized. On that morning, the patient¿s blood glucose was documented at 279 mg/dl. At the time of reporting, the patient¿s current condition was unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.